Event description:
The user facility reported the appearance of the capiox fx15 device did not look right. Follow up communication with the user facility reported the following information: it was reported when taken out of the box the device did not look right; and no patient involvement.

Manufacturer narrative:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00118 to provide the return sample evaluation results and to provide the correct lot number the device manufacturing date. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies or defects. Visual inspection upon receipt found that its lot number was originally reported 141010 but was found to be 141017. It was also found that the actual sample is the single oxygenator type without a hard shell reservoir, not a hard shell reservoir all-in-one type. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. Due to the limited information, the cause of this complaint cannot be determined, the actual sample was found to be a hard shell reservoir, not an integrated type. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00118 to provide the return sample evaluation results and to provide the correct lot number and the device manufacturing date.

Manufacturer narrative:
The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Currently under evaluation.

Event description:
This report is being submitted as follow-up #1 for MFR. Report # 9681834-2015-00118 to provide the evaluation update.

Manufacturer narrative:
(B)(4). The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. A review of device history record and the product release decision control sheet of the involved product/lot number combination confirmed that there were no product related problems and no discrepancy in the inspection/test results. A review of the complaint files confirmed that this product/lot# combination has not been reported previously. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.